Event description:
It was reported that during the implant procedure, when this right atrial (ra) lead was placed, the helix mechanism was extended after 25 rotations. Next, the parameters were tested, and they were observed to be unsatisfactory. The physician attempted to retract the helix; however, it could not be retracted into the electrode. The lead was removed from the patient, and a bend in the tip of the helix was observed. The physician elected to exchange this lead for a non-bsc atrial lead to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the implant procedure, when this right atrial (ra) lead was placed, the helix mechanism was extended after 25 rotations. Next, the parameters were tested, and they were observed to be unsatisfactory. The physician attempted to retract the helix; however, it could not be retracted into the electrode. The lead was removed from the patient, and a bend in the tip of the helix was observed. The physician elected to exchange this lead for a non-bsc atrial lead to complete the procedure. No adverse patient effects were reported. This lead is expected for return. This lead was returned for product investigation. This report includes device technical analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. The helix mechanism was bent and streteched out. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.